Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to several calcification. The device was removed and completed the procedure with a different device. There were no patient complications. Patient was in good condition.